Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were abandoned or inactivated for unknown reasons. No patient complications have been reported as a result of this event.